Manufacturer narrative:
This MDR was generated under protocol (B)(4). UDI information is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacturer of the device. Visual inspection was performed and the following observations were noted: the top case was cracked by tubing guides. Tamper seals were intact. Functional testing was conducted. Customer reported performing an occlusion test which failed. The reported event was replicated during testing. The gear and worm coupling were damaged. The reported event was confirmed. The root cause was determined to be aged parts within device, coupled with normal wear and tear due to age of device. Replaced worm coupling and gear. Addition repairs included: top case and battery door due to physical damage. Wavy washer and motor mount due to old worn parts. Installed cable guard due to item missing. Device passed all functional and delivery tests after repair.

Event description:
It was reported that the device presented a motor not running error message. No patient injury was reported.